Event description:
A peritoneal dialysis patient's nurse reported the patient had a stroke on an unknown date. The patient was not connected to therapy at the time of the event. The patient passed away while in rehab following his stroke. He was not connected to therapy at the time of his passing. The clinic never received a death certificate, but they received a presumed cause of death which listed end stage renal disease (esrd) as the primary cause followed by transient ischemic attack (tia). No further information is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.